Manufacturer narrative:
The actual device was not available; however, four photographs and two retained samples were provided for evaluation. The returned photographs were reviewed, and it was noted that tubing and drip chamber were separated. Visual inspection of the two retention samples did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were confirmed. The reported condition was verified on the photograph samples; however, it was not verified on the retention samples. The cause of the condition was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of four (4) solution administration sets were separated from the drip chamber. These issues were observed prior to patient use. There was no patient involvement. No additional information is available.